Manufacturer narrative:
H3: product analysis of fg13150-0615-2s, lotno:226536093 found no damages with the phenom-21 micro catheter hub. The micro catheter was kinked at ~3.8cm from the distal end. The distal tip and marker band was found intact and undamaged. The phenom-21 micro catheter total length was ~158.5cm and the usable length was ~151.9cm, which is within specification. The micro catheter was flushed with water; and water exit slowly out the distal end. An in-house coil was inserted into the phenom-21 micro catheter hub and became stuck at ~1.2cm from the catheter body junction. A mandrel was inserted distally, and damaged inner liner was pushed out into the hub. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ was confirmed. The cause of the resistance was found to be the damaged inner liner occluding the micro catheter. Possible causes for catheter liner damage are high force deliver, devices not hydrated prior to use, continuous flush was not used during procedure, guidewire advanced aggressively, guidewire advanced against high resistance, or more than one device used simultaneously in the micro catheter. As the stryker contour device used during the event was not returned for analysis, any contribution of the contour towards the resistance and in ner liner damage could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that inr was performing stryker countour case with fg13150-0615-2s catheter. The device sheath was not possible to touch catheter hub completely. The inr thought there was something wrong with the catheter hub. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for intrasaccular contour treatment. No patient symptoms or further complications were reported as a result of this event. Additional information was received that there was not enough place to get the contour sheath into the hub. The distance remained 2-3mm. The doctor noted that it seemed like the phenom catheter hub seemed to be smaller than previously.